Event description:
"Caller alleged discrepant results compared with the venous lab. Results as follows:" date: (B)(6) 2012, inratio: 1.4, venous lab: 2.9. Time elapsed between each method of testing is twenty mins. Pt's therapeutic range is 2-3.

Manufacturer narrative:
Investigation pending.